Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 20-100ml. Device failure: discoloration / variation in color / cloudy.

Event description:
Description/event details dark red substance noticed when did the incident occur? Unknown. We hereby inform you that we have received a syringe in which a dark red ¿string¿ is present. Looks like something is floating in the syringe. Is not the liquid, but something in the plastic of the syringe itself. Given a one-off and no other syringes in the package, this is a purely informational report. This is about lot 2409038 with expiration 2029/08/31. The discoloration was noticed after they had drawn up a liquid in the syringe. The white liquid in the syringe made the color difference clear. So it seems like something that was already present in the syringe in the package, but only became clear by the withdrawal of a white liquid. Was the device being used on patient? If yes, please explain, no please provide name of liquid/medication drawn in syringe formula smoflipid 20% vitalipid n infant.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.